Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported the right ventricular lead demonstrated increased threshold measurements. Patient received shocks for atrial fibrillation with rapid ventricular response. The pace/sense portion of the lead was capped and a previously implanted pace/sense lead was used in the right ventricle. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.